Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report that on (B)(6) 2014 patient experienced a detached sensor wire. Patient claimed that after sensor removal, patient could not locate sensor wire. No medical intervention was required.